Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 312 mg/dl and a correction bolus was delivered to lower the bg to 202 mg/dl. The customer forgot to deliver a bolus for dinner and was the reported cause of the high bg.